Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed a replace cartridge alarm on (B)(6) 2014 at 06:04; delivery was resumed at 06:23. The pump history also showed that the pump was manually suspended on (B)(6) 2015 at 06:06 and manually resumed at 06:30. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 20 mmol/l with nausea and blurred vision associated with inaccurate delivery on the pump. The reporter indicated treating the elevated blood glucose with an insulin injection and change of the insulin infusion site. This complaint is being reported because of the allegation that the patient experienced hyperglycemia associated with inaccurate delivery.